Event description:
As reported by staff on (B)(6) 2012: "the caregiver was going to lift the resident from a shower chair to the bed using a portable ceiling lift secured to the track system with a carabineer clip. While raising the resident, at about 2 or 3 inches off of the chair, the caregiver heard a pop noise, looked up, and noticed that the carabineer hook spring shaft had sprung open out of the hook. The caregiver lowered the resident back down in the shower chair. No injuries were sustained by the resident or the caregiver.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the MFR arjohuntleigh (B)(4). The eval of the device to date has been carried out by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Add'l info will be provided following the conclusion of the MFR's investigation.